Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned at the time of the call their controller was 100% charged and their ins was at 60%; on group c with program 2 'lit up' at 2.5, which they were changing the intensity levels of. Patient said the ins had come on pretty strong in the past and they had to wait for it to settle down or for their body to adjust. Patient mentioned the ins knocks their pain levels down by about 20% (and they take medication), which wasn't the "catch all" they had hoped for. Patient noted between therapy and pain medication, they were able to stand up straight now instead of being bent over - they had a bad back. Patient mentioned they had no complaints about their equipment, but every now and then (agent understood stimulation) goes a little astray and was told the hcp thinks the battery could be faltering, and they didn't want the battery pack 'hanging out of their butt' anymore. Patient reported when they turned stim up to 3.0 they were feeling stim tingling all through their injured areas: thighs, stomach and back. Agent again redirected to hcp and explained an email would be sent to the manufacturer representative (rep), but they will need to communicate with hcp in order to given a rep clearance to meet with them as a patient, since they are not medical professionals. Patient said they expected someone to drop what they're doing and get back to them immediately, within half an hour, because their implant isn't working right.